Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/02/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient experienced a skin reaction which occurred the day the sensor had been inserted in the arm. The patient developed a rash extending beyond the patch perimeter. Prior to sensor insertion the area was prepped with soap and water. On (B)(6) 2024, the patient¿s spouse called a physician and sent photos of the reaction site. The patient was prescribed topical cortizone cream. On (B)(6) 2024, the rash spread all over the patient's arms and leg which prompted him to consult a family physician (unspecified date). The patient was prescribed cetirizine hcl 10 mg tablets. At the time of the report the rash subsided after the oral antihistamine treatment. No additional event or patient information is available.